Event description:
The hospital reported a post-operative infection with a patient having surgery with the fusion 8mm-60cm supp peripheral graft. In a separate surgery, the fusion 8mm-60cm supp peripheral graft was removed from the patient. Date of initial surgery: (B)(6) 2013. Date of revision: (B)(6) 2013. Date the surgeon noticed infection: (B)(6) 2013. Treatment taken for the infection: administration of antibiotics and globulin and removal of the vascular graft. Infecting agent: streptococcus pyogenes. It is unknown if it is human origin or not. Primary disease: arteriosclerosis obliterans caused by total occlusion of left superficial femoral artery fontaine u. Patient outcome: intermittent claudication caused by removal of vascular graft. Infection was cured.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).